Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the associated defibrillator was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 updated. The device was returned to zoll medical corporation for evaluation. Review of the device log shows the device prompted multiple ECG lead fault messages as a result of poor coupling. ECG lead faults are not errors but rather advisory messages that indicate that ECG leads are not properly connected to the patient. Poor coupling can be caused by various factors including but not limited to electrode placement, poor patient preparation, or just poor contact between the pad and patient. The x series operator's guide (pn: 9650-005355-01) (rev: d) speaks to patient skin preparation, warning the user that "excessive body hair or wet, sweaty skin may interfere with electrode adhesion. Remove the hair and/or moisture from the area where the electrode is to be attached." The device passed all functional testing. The accessories used in the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device displayed lead faults messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.